Event description:
The customer reported that the phacoemulsification handpiece tip became hot. A corneal burn occurred. The customer stated that the handpiece started getting hot ten minutes into surgery. After the corneal burn occurred, the surgeon switched the handpiece and completed the case. No cases were cancelled. The nurse later confirmed that the doctor clarified the handpiece itself did not get hot, but the tip got hot. It is unk if the tip was saved, but the nurse was instructed not to release that info. The handpiece was also being internally evaluated by the facility. The corneal burn was noted to be very minor. The surgeon was able to insert the intraocular lens (iol). Multiple attempts were made for add'l info and pt status with no response.

Manufacturer narrative:
The company service rep was unable to duplicate the reported issue. The phacoemulsification handpiece and the system were tested and met all product specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. A review of the complaint, service, and manufacturing history data files for the system, indicates that there have been no add'l complaints or service requests related to the reported event.